Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath,tickle in the throat, dry mouth and black particles in filter related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally/internally and evidence of water ingress on the blower and blower box,mineral deposits on blower and blower could suggest that user did not use dsitilled water in device. Unknown dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath suggesting a external source to the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer could not confirm the customer complaint and they confirmed the presence of contamiantion in the airpath.